Manufacturer narrative:
This report is submitted on september 26, 2019.

Event description:
Per the clinic, the internal magnet was removed in order to convert the patient to a percutaneous baha implant system. An abutment was placed on the implant fixture, the procedure was done under general anesthesia on (B)(6) 2019. No other event or complications which may have contributed to the decision to convert the patient were reported.